Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom when on the patient, the pump alarmed and stopped pumping with no alarm message. Cycling power reset alarm and pump ran okay, but was switched out shortly thereafter. Findings/action taken: could not duplicate. Noticed that power switch was sensitive; replaced switch and cable. Ran pump for 4 hours without problems. Preventative maintenance was performed. Additional information received on (B)(4) 2014 stated that the pump is back in service. On (B)(4) 2014 received further updated information that the patient outcome was okay. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy while switching out the pump successfully. Iabp therapy continued as planned.